Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues. Additionally, a replacement cartridge was sent to the patient.